Manufacturer narrative:
Date inaccurate, only the month and year are valid.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient met with a manufacturer's representative on monday and they changed their settings because they were having issues. They clarified that the device would all of a sudden cut off or jump up in stimulation level and knock them to their knees; it sent them into a spasm. They did some x-rays at the healthcare providers office to check the placement of the device for this issue. The representative changed their settings to high dose programming but they were still not getting relief on that setting. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they have no idea the circumstances that led the device suddenly cutting off or jumping up in stimulation level and it was still doing it as of this report. Patient said they have tried changing settings and it was still doing it, they have not called back to have anything else checked out yet due to immediate family death and they just got out of the hospital. No further patient symptoms or complications were reported in this event.